Manufacturer narrative:
Case-(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) female patient underwent a same day convergent ablation procedure. The procedure was completed without any reported device malfunctions or procedural complications. Sometime between thursday (B)(6) 2021 and friday morning (B)(6) 2021, the patient sustained a right middle cerebral artery ischemic stroke, which was confirmed by CT. Patient condition is improving. This was a procedural complication. There was no reported device malfunction.